Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient had a radiofrequency (rf) ablation procedure, during which additional complexes were seen on the ventricular channel of unknown origin. Additionally, it was noted that the device and competitor right atrial (ra) lead was unable to capture tissue during the procedure. It was noted that these observations only occur with rf energy is applied. This device remains in service. No adverse patient effects were reported.